Event description:
The reporting facility described an event involving a selector tip kit - (B)(4) - lot # -(155933)- melting during surgical procedure. The event resulted in a surgical delay. The surgical procedure was successfully completed. No injury to pt occurred as a result of the event. Additional clinical info requested for the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.